Manufacturer narrative:
The cse was dispatched to the customer site. After evaluating the instrument, the cse replaced the rms power cable. During the follow-up visits, the cse replaced the main power cable due to the outlet fire and alternate current (ac) driver board as a precaution. The cse calibrated the temperatures on the instrument and the rms. The cse then replaced the computer due to the universal serial bus failure. The cse also replaced the external printer and uninterruptable power source. The cse installed a software version 10.1 service pack 1 and aligned and calibrated the instrument. The customer assisted the cse with restoring backup data from the computer that was replaced. The cse verified the instrument functionality after data backup was restored. The customer stated that the cause of the fire was related to the short circuit in the outlet. There is no evidence that the short circuit was due to the dimension exl with lm instrument. The instrument is performing according to specifications. No further evaluation of the device is required. The total number of dimension exl with lm systems installed globally is 1797. Dimension exl with lm systems have been in use since january 2008. This is an isolated event. The cause of the event is attributed to the short circuit in the outlet. The dimension exl with lm instrument, serial number 12251683, has been in use at the customer site since november 24, 2010.

Event description:
The operator of a dimension exl with lm instrument contacted a siemens customer service engineer (cse) specialist and stated that the outlet the instrument's power cord was plugged into had caught fire. A fire extinguisher was used to extinguish the fire. The main unit power of the dimension exl with lm instrument and the reagent management system (rms) power cord were plugged into the same wall outlet. There are no reports of injury to staff, damage to property, or impact to patient samples.